Manufacturer narrative:
Device lot number, or serial number, unavailable. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The field generator was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Analysis of the patient exam was performed. There were no issues with the trace pattern.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, there was an alleged inaccuracy within 3 mm after tracing. It was reported that the surgeon would register with an acceptable outcome. When the surgeon would navigate and navigate landmarks, there was an alleged 3mm inaccuracy anterior and on the left side. A manufacturer representative (rep) was present for the procedure, and he reported nothing was visibly interfering with the field. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: component analysis was performed. The field generator was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Manufacturer narrative:
Additional information: the system information was received. The UDI and manufacture date were added.

Manufacturer narrative:
Additional information: trace patters for the registration were analyzed and the trace could have covered a larger area of the forehead. The exam was not to protocol, cutting off the top, back and sides of head.